Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent high pacing thresholds. Additional information indicates that the suspected cause of high thresholds was micro dislodgement which was due to the slack of this lead. Threshold was also seemed related to the positioning of the patient. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead was not confirmed. Detailed analysis showed that a cut was noted on the insulation and blood and body fluid was also noted in the lumen. Set screw marks noted on terminal pin and tip and tines are intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.